Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned to the manufacturer on 02/20/2018. The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 345 was verified. The cause was determined to be a failed force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.